Event description:
Medtronic received a report that the pipeline encountered resistance in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the anterior communicating artery with a max diameter of 1 mm and a 1 mm neck diameter. Landing zone: distal 2.75 mm and proximal 2.75mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed stasis in the aneurysm post flow diverter placement. It was reported that the pipeline couldn't go through headway 21. It was reported that while pushing the flow diverter, the flow diverter got stuck in headway 21 catheter hub. It was reported the pipeline was stuck (locked up) or resistance in catheter occurred at the hub. The catheter was flushed continuously with heparinized saline. The pipeline did become stuck at the catheter hub. The pipeline became stuck during pushing for the first time. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting the cause of the resistance was not determined. There was no damage to the pipeline pu shwire or catheter observed.

Manufacturer narrative:
H3: product analysis of ped3-021-275-16, lot no:b562688. As found condition: the pipeline vantage shield embolization device and headway 21 catheter were returned for analysis within a shipping box; within an opened pipeline vantage shield outer carton and inner pouch. The pipeline vantage shield braid was returned stuck within the headway 21 catheter hub. Damage location details: no bend found on the pipeline flex with pusher. The distal hypotube ptfe shrink tubing were found to be intact with no signs of elongation. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with arms. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. No flash or voids molded were observed in the hub. No damage was found with hub. The headway 21 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the headway 21 catheter was cut to remove the braid. The pipeline vantage shield braid was removed from catheter hub. Conclusion: based on the analysis findings, the pipeline vantage shield was confirmed to have resistance in catheter hub as the pipeline vantage shield braid was returned stuck within headway 21 catheter. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the broken end failed via fatigue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage shield through the headway 21 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.